Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ while a definitive root cause could not be determined, based on the results of the investigation, it is believed that external force was applied to the device causing the adhesive to fail. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed, the bx channel did have tear marks and was leaking. Additionally, the forceps cover glue was peeling, the scope connector was loose, and the probe insulation failed the electrical current leak test. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the evis exera ii ultrasound gastrovideoscope due to a leakage being noted during use. Upon further evaluation of the device once received, it was noted that the cover glue on the forceps was peeling. This report is being submitted to capture the peeling glue on the forceps as a reportable malfunction. There was no patient harm or consequence reported as a result of this event.